Event description:
There was difficulty with the initial insertion. The catheter had been in place for two days. The catheter material was brittle and broke off in the patient's arm. The nurse was able to manually retrieve the broken piece. There was no harm to the patient.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.